Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sternal saw was not getting enough power. The customer has noticed this with two of their flexible drive cables/cords. Exact dates or issues unknown. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. Follow up with the user facilities biomedical engineer (biomed) found that he did not have any information in reference to this event, the defective product or product return. Diligence for the return of the unit has not been successful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.